Event description:
A surgeon reported that two days following an intraocular lens (iol) implant procedure, the iol was observed to have rotated 15 degrees off axis. An iol rotation was performed to rotate the iol back to the targeted position and postoperatively the iol rotated again by 15 degrees. The pt has experienced blurry vision. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).